Manufacturer narrative:
Further information from the reporter regarding event has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported a xen 45 gel stent patient had the device fracture in their left eye about two months after implant as "1 particle under conjunctiva 1 particle incarcerated in the (illegible) between sclera and iris."

Event description:
Additional information received noting no further treatment was required for the events.

Manufacturer narrative:
Additional information: b.5. And d.7. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Additional details received noting a partial explanation of the broken-off, dislocated fragment under the conjunctiva was carried out, the intraocular transscleral portion was left in place.

Manufacturer narrative:
Additional information: b.5.